Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 21/mar/2023, during a follow up, this peritoneal dialysis (pd) patient reported to fresenius they were hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 for sepsis and diabetic ketoacidosis (dka) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was affirmed the patient did not experience symptoms of sepsis or dka during a pd treatment. During the patient¿s admission on (B)(6) 2023, she complained of abdominal pain and hospital staff noted cloudy peritoneal effluent fluid with her initial treatment in the hospital. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023, presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s sepsis was not believed to be related to her peritonitis infection as the effluent fluid culture organism differed from the microorganisms found in blood serum cultures. The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient had a difficult hospital course as a result of sepsis, but she recovered from these events and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s sepsis, dka, peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Additional information: h6 health effect - clinical code.

Event description:
On 21/mar/2023, during a follow up, this peritoneal dialysis (pd) patient reported to fresenius they were hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 for sepsis and diabetic ketoacidosis (dka) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was affirmed the patient did not experience symptoms of sepsis or dka during a pd treatment. During the patient¿s admission on (B)(6) 2023, she complained of abdominal pain and hospital staff noted cloudy peritoneal effluent fluid with her initial treatment in the hospital. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023, presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s sepsis was not believed to be related to her peritonitis infection as the effluent fluid culture organism differed from the microorganisms found in blood serum cultures. The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient had a difficult hospital course as a result of sepsis, but she recovered from these events and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s sepsis, dka, peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on a newly received liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2023, during a follow up, this peritoneal dialysis (pd) patient reported to fresenius they were hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 for sepsis and diabetic ketoacidosis (dka) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was affirmed the patient did not experience symptoms of sepsis or dka during a pd treatment. During the patient¿s admission on (B)(6) 2023, she complained of abdominal pain and hospital staff noted cloudy peritoneal effluent fluid with her initial treatment in the hospital. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s sepsis was not believed to be related to her peritonitis infection as the effluent fluid culture organism differed from the microorganisms found in blood serum cultures. The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient had a difficult hospital course as a result of sepsis, but she recovered from these events and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s sepsis, dka, peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: d10 therapy date.

Event description:
On (B)(6) 2023, during a follow up, this peritoneal dialysis (pd) patient reported to fresenius they were hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 for sepsis and diabetic ketoacidosis (dka) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was affirmed the patient did not experience symptoms of sepsis or dka during a pd treatment. During the patient¿s admission on (B)(6) 2023, she complained of abdominal pain and hospital staff noted cloudy peritoneal effluent fluid with her initial treatment in the hospital. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s sepsis was not believed to be related to her peritonitis infection as the effluent fluid culture organism differed from the microorganisms found in blood serum cultures. The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient had a difficult hospital course as a result of sepsis, but she recovered from these events and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s sepsis, dka, peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to touch contamination during ccpd therapy on the liberty select cycler as reported by a medical professional. Non-adherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.